Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the arms kept locking. The doctor stated that it was like the system thinks they were removing their head from the viewer but they were not. The system at the time had just the one surgeon side console (ssc) connected and they were going to get the second ssc to add it to the system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and could not reproduce the issue, however, the site could. The fse then replaced the head sensors, transmitter along with the touchpad and the armrest foam and the touchscreen. The system was verified and ready for use. Isi received the touchscreen and upon visual inspection, no issues were found that could be related to the reported event. The unit was installed onto a golden system and underwent 10 power cycles; the arms were not locking. However, when reviewing the error logs, error 76 was triggered, indicating that the touchpad's touchscreen failed its diagnostics due to a detected stuck touchscreen.